Event description:
In this event it is reported that a screw fracture and unknown ankylos cx abutment fracture occurred which caused the implant to be removed from patient as they couldn't be separated.

Manufacturer narrative:
Adding phone # for section g1: (B)(6). This is a follow up report for this additional information. Removing codes from section h6: removing component code 4755. Removing investigation findings code 3243. Correcting section b5 from: it was reported that a patient experienced a dental implant loss. To: in this event it is reported that a screw fracture and unknown ankylos cx abutment fracture occurred which caused the implant to be removed from patient as they couldn't be separated. This is a follow up report for these corrections.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
¿Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.¿